Event description:
It was reported that the patient called to report lead "triggering my diaphragm" over weekend.the patient has been seen by the clinic since calling and the device was checked. The clinic reported that the patient's symptoms are not related to any performance concerns with lead. Reprogramming has been done and everything is fine. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.